Manufacturer narrative:
Additional information was received: there were no damages or anomalies noted to the packaging prior to use. It was unknown if there were any other damages noted to the device. The device was stored, handled and prepped according to the instructions for use. There was no difficulty experienced as the sheath was removed from the packaging. The product was not clinically used. The sheath was not use in the patient. The ¿adia marker¿ is referring to the radiopaque area at the distal tip of the sheath introducer.complaint conclusion: as reported, the distal tip of the brite tip sheath was found to be frayed after removal from the packaging. Another brite tip sheath was used to complete the procedure. There was no reported patient injury. The patient was a male but his age was unknown. The target lesion was the unknown. The lesion was moderately calcified and tortuous. The rate of stenosis was unknown. There were no damages or anomalies noted to the packaging prior to use. It was unknown if there were any other damages noted to the device. The device was stored, handled and prepped according to the instructions for use. There was no difficulty experienced as the sheath was removed from the packaging. When the physician removed a brite tip sheath from its sterile pouch, the distal tip was found to be frayed. Therefore, it was changed to another new sheath (same size brite tip sheath). The procedure was finished successfully. There was no reported patient injury. The product was not clinically used. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, this might have been caused during shipping, storage, and/or handling of the unit. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
(B)(6). The device will not be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the distal tip of the brite tip sheath was found to be frayed after removal from the packaging . Another brite tip sheath was used to complete the procedure. There was no reported patient injury. The patient was a male but his age was unknown. The target lesion was the unknown. The lesion was moderately calcified and tortuous. The rate of stenosis was unknown. When the physician removed a brite tip sheath from its sterile pouch, it was found its distal tip was frayed at part of adia marker. Therefore it was changed to another new sheath (same size brite tip sheath). The procedure finished successfully. There was no reported patient injury. The product was clinically used. And it will not be returned for analysis.